Event description:
Procedure: low anterior resection. According to the reporter: when firing, the device cut but did not staple. They went in manually to suture. The patient had a permanent colostomy. There was an extension of surgery time greater than 30 minutes. There was no blood loss greater than 500cc. There was no reinforcement material used.

Manufacturer narrative:
(B)(4). Initial report sent to FDA on 05/13/2015.

Manufacturer narrative:
(B)(4).